Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (she underwent laparoscopic hysterectomy in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/ migration of essure device location of device: uterine cavity") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. 626592) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida, parity 4 ( (B)(6) 2010, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015.), mitral valve replacement in (B)(6) 2014 and iliac artery thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. Concurrent conditions included abdominal pain, bleeding genital, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, gravida, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia and cervical dysplasia outcome was unknown. The pregnancy outcome was not reported. The reporter considered cervical dysplasia, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: case (B)(4) (main case) is linked to case (B)(4)- second pregnancy, (B)(4) - third pregnancy, (B)(4) - fourth pregnancy. Pelvic pain was resolved after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.376 kgs. On (B)(6) 2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on 17-may-2018: pfs received. Events added: dyspareunia (painful sexual intercourse), cervical dysplasia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/ migration of essure device location of device: uterine cavity") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. 626592-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included multigravida, parity 4 (B)(6) 2010, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015.), mitral valve replacement in (B)(6) 2014 and iliac artery thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. *on (B)(6) 2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concurrent conditions included abdominal pain, bleeding genital, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, gravida, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, 7 years after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia, cervical dysplasia, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, cervical dysplasia, depression, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: case (B)(4) (main case) is linked to case (B)(4) second pregnancy, (B)(4) third pregnancy, (B)(4) fourth pregnancy. Pelvic pain was resolved after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.376 kgs. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain lot number 626592 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- new events depression, mental anguish were added. Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of the device/ migration of essure device location of device: uterine cavity") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. 626592-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida, parity 4 (07jul2010, 28jun2011, 11jan2014, 03apr2015.), mitral valve replacement in march 2014 and iliac artery thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. Concurrent conditions included abdominal pain, bleeding genital, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, gravida, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6)2009, the patient had essure inserted. On (B)(6)2016, 7 years after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on 1-jul-2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, dyspareunia and cervical dysplasia outcome was unknown. The pregnancy outcome was not reported. The reporter considered cervical dysplasia, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: case (B)(4)(main case) is linked to case (B)(4) second pregnancy, 2018-052514- third pregnancy, 2018-052517- fourth pregnancy. Pelvic pain was resolved after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.376 kgs. On (B)(6)2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain lot number 626592 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/ migration of essure device location of device: uterine cavity') in a 28-year-old female patient who had essure (batch no. (626592, 670682)-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included mitral valve replacement in (B)(6) 2014, multigravida, parity 4 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015.) And iliac artery thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. *on (B)(6) 2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concurrent conditions included abdominal pain, bleeding genital, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, gravida, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced menstrual disorder ("persistent menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, heavy menstrual bleeding, dyspareunia, cervical dysplasia, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cervical dysplasia, cystitis, depression, device expulsion, dyspareunia, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: case (B)(4) (main case) is linked to case (B)(4)- second pregnancy, (B)(4)- third pregnancy, (B)(4)- fourth pregnancy. Pelvic pain was resolved after removal of essure. She had been treated for pain, bleeding, migration. Visible coils on left: 7, visible coils on right: 8. Insertion: (B)(6) 2015 (per mr discrepancy noted). Removal: (B)(6) 2016 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.376 kgs. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain lot number 626592 is not valid. Please note that reported lot number: 670682 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/ migration of essure device location of device: uterine cavity') in a 28-year-old female patient who had essure (batch no. 626592-not valid, 670682) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included mitral valve replacement in (B)(6) 2014, multigravida, parity 4 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015.) And iliac artery thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. On (B)(6) 2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concurrent conditions included abdominal pain, bleeding genital, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, gravida, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia") and cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced menstrual disorder ("persistent menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, heavy menstrual bleeding, dyspareunia, cervical dysplasia, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cervical dysplasia, cystitis, depression, device expulsion, dyspareunia, heavy menstrual bleeding, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: case (B)(4), (main case) is linked to case (B)(4) second pregnancy, (B)(4) third pregnancy, (B)(4) fourth pregnancy. Pelvic pain was resolved after removal of essure. She had been treated for pain, bleeding, migration. Visible coils on left: 7, visible coiles on right: 8. Insertion: (B)(6) 2015 (per mr discrepancy noted). Removal: (B)(6) 2016 (per mr discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.376 kgs. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain lot number 626592 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter information, rcc note were added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/ migration of essure device location of device: uterine cavity") and pregnancy with contraceptive device ("pregnancy (no complications)") in a 28-year-old female patient who had essure (batch no. 626592) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's past medical history included multigravida, parity 4 ( (B)(6) 2010, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015.), mitral valve replacement in (B)(6) 2014 and arterial thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. Concurrent conditions included abdominal pain, genital bleeding, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, vaginal delivery, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, 7 years after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues") and device expulsion ("migration of essure device location of device: uterine cavity"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia and device expulsion outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, device expulsion, menorrhagia, menstrual disorder, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: case (B)(4) (main case) is linked to case (B)(4)- second pregnancy, (B)(4) - third pregnancy, (B)(4)- fourth pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. On (B)(6) 2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication, lab test, lot number were added. Events device ineffective, device monitoring procedure not performed, device expulsion, menorrhagia and vaginal haemorrhage were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/ migration of essure device location of device: uterine cavity') in a 28-year-old female patient who had essure (batch no. 626592-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included mitral valve replacement in (B)(6) multigravida, parity 4 ( (B)(6) and iliac artery thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. *on (B)(6) 2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concurrent conditions included abdominal pain, bleeding genital, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, gravida, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In(B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. In (B)(6) , the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced menstrual disorder ("persistent menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, menorrhagia, dyspareunia, cervical dysplasia, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cervical dysplasia, cystitis, depression, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: case 2017-145293 (main case) is linked to case 2018-052499- second pregnancy, 2018-052514- third pregnancy, 2018-052517- fourth pregnancy. Pelvic pain was resolved after removal of essure. She had been treated for pain, bleeding, migration diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.376 kgs. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain lot number 626592 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of the device/ migration of essure device location of device: uterine cavity') in a 28-year-old female patient who had essure (batch no. 626592-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included mitral valve replacement in (B)(6) 2014, multigravida, parity 4 ((B)(6) 2010, (B)(6) 2011, (B)(6) 2014, (B)(6) 2015.) And iliac artery thrombosis. She denies loss of fluid, vaginal bleeding, pain, itching or burning. On (B)(6) 2015, pelvic pain impression: malrotation of the right kidney, incomplete visualization of pelvic anatomy would recommend imaging of the pelvis and its entirely to better evaluate patient¿s pain in the post-tubal ligation period. Concurrent conditions included abdominal pain, bleeding genital, headache, bacterial endocarditis, rheumatic heart disease, benign essential hypertension antepartum, gravida, cervical dysplasia, rheumatic fever, endocarditis, pulmonary hypertension, depression and iron deficiency anemia. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("mental anguish") and depression ("depression"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 7 years after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and cervical dysplasia ("cervical dysplasia"). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("pregnancy (no complications)") and experienced menstrual disorder ("persistent menstruation issues"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pregnancy with contraceptive device, menstrual disorder, menorrhagia, dyspareunia, cervical dysplasia, anxiety and depression outcome was unknown and the pelvic pain, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection, urinary tract infection and vaginal discharge had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, bladder disorder, cervical dysplasia, cystitis, depression, device expulsion, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: case (B)(4) (main case) is linked to case (B)(4)- second pregnancy, (B)(4)- third pregnancy, (B)(4)- fourth pregnancy. Pelvic pain was resolved after removal of essure. She had been treated for pain, bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.376 kgs. Concerning the injuries reported in this case, the following one were reported via medical records confirming events vaginal bleeding, menorrhagia, pelvic pain lot number 626592 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event bladder problems, urinary problems, bladder infection, urinary tract infection, vaginal infection, vaginal discharge added. Event outcome for pain, bleeding changed to recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.